Event description:
It was noted that the single vamp pressure tubing, used to monitor an arterial line, was leaking near the accordian style vamp piece. As the nurse investigated the piece, it came completely apart allowing the pt to bleed back into the tubing. The entire vamp tubing system was replaced. The pt did not suffer any consequences.